Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 26-28, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime between november 3, 2024 - november 14, 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. The device contained tazobactam. This occurred during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.